Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and weight decreased ('a lot of weight loss') in a 28-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: non-reported date. Hsg confirmed tubes were okay and that it was okay to rely on essure. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), malaise ("always sick"), dyspareunia ("pain while having sex"), hot flush ("hot flashes") and feeling cold ("cold flashes") and was found to have weight decreased (seriousness criterion hospitalization). On an unknown date, the patient experienced rash macular ("red dots look like bright red freckles"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain and rash macular outcome was unknown, the weight decreased and migraine had not resolved, the malaise and dyspareunia had not resolved and the hot flush and feeling cold had not resolved. The reporter considered dyspareunia, feeling cold, hot flush, malaise, migraine, pelvic pain, rash macular and weight decreased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and weight decreased ('a lot of weight loss') in a 28-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: non-reported date hsg confirmed tubes were okay and that it was okay to rely on essure. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), malaise ("always sick"), dyspareunia ("pain while having sex"), hot flush ("hot flashes") and feeling cold ("cold flashes") and was found to have weight decreased (seriousness criterion hospitalization). On an unknown date, the patient experienced rash macular ("red dots look like bright red freckles"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain and rash macular outcome was unknown, the weight decreased and migraine had not resolved, the malaise and dyspareunia had not resolved and the hot flush and feeling cold had not resolved. The reporter considered dyspareunia, feeling cold, hot flush, malaise, migraine, pelvic pain, rash macular and weight decreased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and weight decreased ('a lot of weight loss') in a 28-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: non-reported date hsg confirmed tubes were okay and that it was okay to rely on essure. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), malaise ("always sick"), dyspareunia ("pain while having sex"), hot flush ("hot flashes") and feeling cold ("cold flashes") and was found to have weight decreased (seriousness criterion hospitalization). On an unknown date, the patient experienced rash macular ("red dots look like bright red freckles"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain and rash macular outcome was unknown, the weight decreased and migraine had not resolved, the malaise and dyspareunia had not resolved and the hot flush and feeling cold had not resolved. The reporter considered dyspareunia, feeling cold, hot flush, malaise, migraine, pelvic pain, rash macular and weight decreased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is retention case. All relevant information from deletion case (B)(4) (local event number: (B)(4), ptc global number: (B)(4), e2b company number: (B)(4) transferred to this case. Reporter information added. Event: red dots look like bright red freckles added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and weight decreased ('a lot of weight loss') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), malaise ("always sick"), dyspareunia ("pain while having sex"), hot flush ("hot flashes") and feeling cold ("cold flashes") and was found to have weight decreased (seriousness criterion hospitalization). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown, the migraine and weight decreased had not resolved and the malaise, dyspareunia, hot flush and feeling cold had not resolved. The reporter considered dyspareunia, feeling cold, hot flush, malaise, migraine, pelvic pain and weight decreased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: pfs received: case category updated to serious incident, reporter, essure removal date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.